Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
Surgeon dr. Reported, via sales rep (B)(6), that the head of the screw broke off while tightening it.